Event description:
It was reported that the customer experienced an issue with their cartridges and a cartridge alarm 20 was encountered. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to troubleshoot at the time, but arrangements were made for a callback. Technical support followed up and resolved the issue by replacing the pump. The customer was advised on using a backup therapy to ensure uninterrupted insulin delivery and was informed about receiving a pump with updated software. Instructions for returning the faulty pump and using the replacement were provided and acknowledged by the customer.